Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The event is consistent with a preanalytical sample handling issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a ft4 value of > 7.77 ng/dl accompanied by a data flag. The sample was repeated, resulting in a value of 1.43 ng/dl on 01-dec-2021. The sample was also repeated on a second e 801 analyzer on 01-dec-2021, resulting in a value of 1.44 ng/dl. The repeat value of 1.43 ng/dl was reported outside of the laboratory. The ft4 reagent lot number was 54109301, with an expiration date of 31-may-2022.

Manufacturer narrative:
Upon review of calibration data, calibration signals were ok. Quality control data was within range, including the date of the event. Upon review of the alarm trace, no issues were observed at the time of sample measurement. Several abnormal probe aspiration alarms were observed, which may indicate issues with sample quality. Phone number was provided as (B)(6). Fax number was provided as (B)(6).